Event description:
Difficulty getting cap off of pen needle.

Event description:
Difficulty getting cap off of pen needle.

Manufacturer narrative:
Device was not returned to manufacturer. Production records have been attached.